Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type iiia): a relay pro (28-m4-36-250-36u) was implanted on the proximal side using the elephant trunk technique, and the relay pro (28-n4-40-204-40u) concerned was then implanted on the distal side. As the elephant trunk technique was used, post dilatation was performed in the stent grafts, including the proximal portion. The first digital subtraction angiography was revealed an endoleak, believed to be type iiia. Therefore, post dilatation was performed again, and the second digital subtraction angiography was then performed. Although the endoleak was less than the first time, the endoleak remained. The procedure was completed at the physician's discretion. Operation type: stent graft implantation blood loss: unknown ancillary device used: 28-m4-36-250-36u no image available pre-case plan available (see the attached pdf) additional information will be able to be obtained (tc#bm230602069)" patient outcome - "no health damage to the patient."

Event description:
"Endoleak (type iiia): a relay pro ((B)(4) ) was implanted on the proximal side using the elephant trunk technique, and the relay pro ((B)(4) ) concerned was then implanted on the distal side. As the elephant trunk technique was used, post dilatation was performed in the stent grafts, including the proximal portion. The first digital subtraction angiography was revealed an endoleak, believed to be type iiia. Therefore, post dilatation was performed again, and the second digital subtraction angiography was then performed. Although the endoleak was less than the first time, the endoleak remained. The procedure was completed at the physician's discretion. Operation type: stent graft implantation blood loss: unknown ancillary device used: (B)(4). No image available pre-case plan available (see the attached pdf) additional information will be able to be obtained (tc#(B)(4) )" patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.